Event description:
Customer stated that after receiving the safety scroll wrap notice, she wants the insulin pump to be replaced. Customer reported that she had delivered insulin with accidental button pressing and that caused her to be hospitalized. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked belt clip slot, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2015-05725 for hospitalization.